Manufacturer narrative:
Device evaluation summary: one oxygen (o2) sensor was returned for failure investigation. The sensor was installed into a failure investigation test ventilator; a failure was isolated to erratic mv readings of the oxygen sensor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A service engineer (se) inspected the device and replaced the oxygen sensor to resolve the issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator oxygen (o2) reading was out of range. The ventilator was not on a patient at the time of the event. The customer reported that the o2 sensor was replaced.